Event description:
It was reported that during use of this suction ablator, it operated on its own without engaging the on switch. The user reported the device was plugged into the generator and sitting on the back sterile table when it activated. This ablator was unplugged and discarded. Another ablator was obtained for use. The user reported that the same event occurred with this ablator. The surgeon placed the device in standby mode, and was able to complete the surgery without injury.

Manufacturer narrative:
Investigation: conmed linvatec received this ablator for evaluation and was unable to duplicate the reported problem. The ablator handle was disassembled and a visual examination of this unit found salt like deposits under the dome switches of this device. This type of failure may contribute to the reported problem. A corrective action is in process to address this failure mode. Associated MDR: 1017294-2008-00291. The instructions for use (IFU) cautions the user: when not in use, place the device in a safe and highly visible area not in contact with the patient. Inadvertent activation while in contact with the patient may result in burns.